Event description:
A report was received that the pt's pocket site was revised due to difficulty charging. The pt's ipg was implanted too deep. The pt is reportedly doing well following the revision.

Manufacturer narrative:
This is the final report.